Event description:
Pearl registry (pt 11-25) ae#1 and #2 (bleeding at access site requiring transfusion and renal failure). Pt is a female who presented in 2009 with limb ischemia. Pt had recently undergone colon surgery the previous month, which resulted in respiratory arrest and renal failure although dialysis was not required. Pre-procedural labs on original date included hgb = 10.3, k=3.1, bun=6 and crt =1.2. Pt was started (the day before) on IV hydration of ns with d5w 3 amps of sodium bicarbonate at 75 ml/hr through three days after the original date, for a total volume of 19,991 mls. Baseline blood pressure was 188/68. Total non-ionic contrast given during the interventional procedure was 125 ml. Post procedural labs (12 jun 2009) were as follows: hgb = 8.8, k=5.5, bun = 10 and crt = 2.0. Later that day the pt became hypotensive and went into respiratory arrest. Pt was intubated, chest compressions were started along with several vasopressive IV drips. It was determined that the pt was bleeding at the vascular site and transfusion x3 was required. Physician determined that the bleeding was "not related" to the angiojet, other device or drug but "definitely related" to the procedure. By the following day of original date, the pt was extubated and most vasopressors were discontinued. The physician believes that due to the hx of renal insufficiency, recent episode of hypotension and respiratory arrest that the pt went back into renal failure on original date. The renal failure was monitored until the following six days, when the pt began dialysis due to a decline in labs and urine output. Six days later, the pt expired. The physician believed that the cause of death was renal failure with sudden decompensation. It was documented by the physician that the renal failure was "possibly related" to the angiojet, other device, drug and procedure. At this time there is no additional info on the treatments performed during the interventional procedure.

Manufacturer narrative:
Event consists of pt death 12 days post angiojet therapy. The pt is a female with a history of underlying renal insufficiency (chronic renal disease), coronary artery disease, controlled hypertension, insulin dependent diabetes, hyperlipidemia and a history of prior percutaneous coronary intervention. At this time there is no additional info in the treatments performed during the interventional procedure. Since the cause of the renal failure, which resulted in the pt's death, is inconclusive, this event should be considered a reportable event. This is registry adverse event; registry events are routinely tracked in the complaint sys.